Manufacturer narrative:
One used guide wire with introducer vessel dilator was returned for evaluation. Visual inspection found the guidewire to have multiple bends and stretched and the tip of the vessel dilator was damaged. It was determined that the wire had been mishandled. There was no indication that the event was caused due to an intrinsic defect in the device. Based on the evidence, the root cause was attributed to a user issue, due to the device being subjected to excessive force.

Event description:
It was reported that a cadd®-solis vip ambulatory infusion pump overheated, melting part of the plastic part and the top of the bag. The patient had reported that the pump alarmed, revealing numbers across the screen. The tubing was clamped and the pump was removed from service. There were no reported adverse patient effects.